Event description:
It was reported that this pacemaker patient was non-compliant, and had not been in the clinic since 2004. There was a new device implanted in 2013, and the report from 2014 showed normal lead function. The patient was placed on remote monitoring, and the first transmission indicated the right ventricular (rv) lead had high out of range pacing impedances greater than 2500 ohms, and the device switched polarity. The patient was brought into the clinic recently, where it was noted that the patient has dementia. The rv lead was checked and was reported not to work, and the unipolar impedances were high out of range. There was no sensing or pacing on the lead, and daily measurements indicated that it had been this way for at least a year. The patient had a sinus rhythm around 60 bpm, where her history showed sick sinus syndrome and heart block. The decision was give the patient atrial pacing/sensing therapy only and monitor every six months. No adverse patient effects were reported.